Manufacturer narrative:
B5: the original information provided in this complaint included that the dilator and wire guide were inside the lumen of the sheath prior to removal. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device separated. The dilator was returned partially inserted into the sheath and a wire guide was inserted into the dilator upon return. Two sections of the device were returned, and there was 16.5cm missing from the distal end of the sheath. Both separated portions were elongated. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, an IFU is provided with the device, which warns the user to reinsert the dilator prior to removal. Per the initial reporter, the dilator and wire guide were inside the lumen of the device at the time of the separation. There is no evidence to suggest the product was not made to specification. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined, however possible reasons for the failure include the patient¿s anatomy and the nature of the procedure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant devices: unspecified guide wire, dilator, and atherectomy device. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the user introduced the flexor raabe guiding sheath via the left groin and contralateral approach. The superficial femoral artery intervention was completed successfully, but upon removal, resistance was felt and the complaint device unraveled inside the patient's anatomy. The patient required bypass surgery to remove the device. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.